Event description:
X-ray shows tip of broken inserter was left in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not draw any conclusions regarding the reported event with the information available. Previous investigations regarding tip fracture of this product code have determined that inadvertent use error is the most likely root cause. This product code has however been improved to bolster the tip durability to alleviate failure even if inadvertently used improperly. The lot code required to determine the manufacturing age of this item was not provided. It is not possible to determine if manufactured prior or post improvement. Through product trending it is known that there has been no trend for this failure with instruments manufactured post improvement. Additional corrective action not indicated specific to this report. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.